Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pace impedance measurements greater than 2,000 ohms. During the revision procedure, a new rv lead, different model, was successfully implanted. No additional adverse patient effects were reported.